Manufacturer narrative:
Device had broken reservoir tube lip, cracked case at reservoir tube window corners.

Event description:
The customer reported via phone call that there was crack and missing piece of plastic inside of reservoir compartment. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that reservoir locked in place while inserted. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.